Event description:
Customer reported via phone call that they had a lost sensor alert and a bent cannula. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.